Event description:
(B)(4). Weight gain 40+ lbs (even with daily exercise and healthy eating), urinate a lot(been tested for a uti and it's negative), no sex drive, painful intercourse, hair loss, foggy head-memory loss, anxiety and mood changes, exhausted all the time. I had none of these problems prior to essure. Due to this I am (B)(6) and now I have to have a hysterectomy. Thanks alot!

Event description:
#Medwatcher #followup1 #fdamw5042396 #(B)(4). I just had my hysterectomy on (B)(6) and just received the pathology report. I don't understand anything on this report but when I go for my follow up I will find out what all this means. Anywho, my hysterectomy pathology revealed presence of endometriosis of the uterus called adenomyosis. I had a annual pap before I had essure placed and never had any mention of endometriosis, I didn't even know what it was until I got this report and looked it up.